Event description:
Subsequent to the initial medwatch report it was reported that on (B)(6) 2010 the patient was diagnosed with a spontaneous non q-wave subendocardial myocardial infarction undetermined if caused by target vessel. On (B)(6) 2011, the patient was hospitalized with chest pain, shortness of breath and elevated troponin levels which was diagnosed as a non st elevation myocardial infarction. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in two non-target vessels. The index stents were patent. The patient was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient expired at home. The death certificate lists myocardial infarction as the cause of death. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 23 mm xience v and dll is being filed under a separate medwatch MFR number. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid left anterior descending artery (mlad) with one 2.5 x 23 mm stent and in the proximal circumflex artery (pcx) with one 2.5 x 12 mm stent. On (B)(6) 2011, the patient was hospitalized with shortness of breath and chest pain. The cardiac enzymes were elevated and the ECG showed a non st elevation myocardial infarction (mi), non q-wave mi. The patient was treated with heparin therapy. The cardiac catheterization did not show any in-stent restenosis in the index stents, but did show 70% stenosis in the left main, 70% stenosis in the lad, 90% in the cx and 90% in the right coronary artery. The patient's anti-platelet medication was held and the patient underwent coronary artery bypass grafting on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.